Manufacturer narrative:
Valve thrombosis is the formation of significant blood clots forming on the valve/ring. These clots could significantly impact the functionality of the valve resulting in heart failure or thromboembolism. Pannus overgrowth, or host tissue, is considered to be a form of non-structural valve dysfunction. The growth of host tissue on the sewing ring is expected and is a natural part of the healing reaction to prosthesis implantation. Pannus can have both beneficial and harmful effects depending on the amount of growth. A small amount of host tissue growth over the suture line is needed to form a non-thrombogenic surface and complete the healing process after valve implantation. In contrast, if there is an excessive amount of pannus growth, it can extend onto the cusp surfaces leading to thickening of the cusps, leaflet immobility, elevated gradients, and stenosis. Host tissue growth can also contribute to cusp retraction or curling resulting in valvular regurgitation. Host fibrous (pannus) tissue growth is not a malfunction of the device. The root cause of this event was determined to be due to patient related factors. The event in this case was impacted by the progression of the patient's underlying valvular disease pathology with or without structural valve deterioration and/or nonstructural dysfunction. The subject device is not available for evaluation as it was discarded. The device history record (DHR) review was completed and this device passed all manufacturing and sterilization inspections prior to release for distribution. There were no issues identified that would have impacted this event. Edwards will continue to review and monitor all reported events. Trends are monitored on a monthly basis and if action is required, appropriate investigation will be performed.

Manufacturer narrative:
Despite repeated attempts to obtain further information regarding this event, no additional information has been received from the customer at this time. The investigation is still in progress; therefore, a conclusion has yet to be established. A supplemental report will be submitted accordingly upon investigation completion. Edwards will continue to review and monitor all reported events. Trends are monitored on a monthly basis and if action is required, appropriate investigation will be performed.

Event description:
Edwards lifesciences maintains an implant patient registry. This registry is a patient tracking mechanism for serialized edwards implantable devices (bioprosthetic heart valves and annuloplasty rings), rather than a true post-market surveillance registry. Through the registry, edwards is notified when these devices are implanted. In addition, patient and/or device status may be reported to the registry via the implantation data cards. The information is received from various sources (e.g. Surgeon, hospital and patient family members) and is not received in the form of a conventional "customer complaint." The information reported may or may not be related to the edwards device. Through the implant patient registry, it was learned that a patient with a 27mm 3300tfx aortic valve was explanted after an implant duration of 2 years and 6 months due to unknown reasons. The explanted valve was replaced with a 27mm 11060a konect resilia aortic valved conduit (avc). Despite repeated attempts to obtain further information regarding this event, no additional information has been received from the customer at this time.

Event description:
It was learned through implant patient registry and medical records, that a patient with a 27mm 3300tfx aortic valve was explanted after an implant duration of 2 years and 6 months due to severe aortic regurgitation, thrombosis, and mild pannus. The explanted valve was replaced with a 27mm 11060a konect resilia aortic valved conduit (avc). The patient was discharged on pod #6. Per medical records, cardiac workup revealed worsening severe bioprosthetic ar. The patient underwent bio-bentall procedure with a 27mm 11060a konect, mv repair with a non-edwards device. Intraoperative complications included placing the patient on bypass twice due to mr after mv repair. The patient tolerated the procedure well without immediate complications. Per pathology report, the bioprosthetic av has mild pannus and focal thrombus.